Event description:
On 7/28/97 pt admitted to hosp due to a non-capturing permanent pacemaker. Dx was possible ventricular lead fx or generator malfunction. On 7/29/97 medtronic technical support rep checked pt's pacer with the programmer and found the generator/lead sys to not be capturing. On 7/29/97 procedure performed to replace the sys. Ventricular lead was explanted & sent to medtronic. New v-lead implanted. Not knowing if the lead was the actual problem the pulse generator was also explanted and a new generator was implanted at this time. This was also sent to medtronic.